Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, 3 days after implantation, a microsensor gave fluctuating readings. It was removed and monitoring was discontinued. There were no reports of delay or patient harm.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated UDI: (B)(4). The sensor was returned for evaluation. The catheter material was kinked 50 cm from the connector. There was foreign residue inside the connector and a blue and white label over the codman label on the connector. Suture was attached to the catheter. The sensor passed electronic, noise, linearity/hysteresis and signal drift tests. A review of quality records for both the component and finished good lot found no discrepancies. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.